Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate native leaflet calcification, left coronary ostia height) likely contributed to the possible lm occlusion post valve deployment and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2019-00002 .

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed twice with a 20mm balloon catheter. Post bav, aortogram indicated possible obstruction of the left main (lm) coronary artery with the long native leaflet. A stent was inserted into the left anterior descending (lad) artery as protection for the lm. Following the placement of the stent, a 23mm sapien 3 valve was deployed. Aortogram indicated a possible filling defect near the ostium of the lm, although the patient¿s hemodynamics were stable. Another stent was used. The final aortogram indicated patent lm and right coronary artery (rca). Trace paravalvular leak (pvl) was observed. The valve remains implanted in the patient. The native annular diameter measured 21.7mm x 25.3mm by CT with a valve area of 419.6mm2. No valvular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The sinotubular junction (stj) diameter measured 27.2mm and the sinus of valsalva diameter measured 29.5mm. The left coronary ostia height measured 11.5mm. Per medical opinion, the device may have pushed the native leaflet toward the lm ostium and caused the partial obstruction of the lm. The event was related to procedural factors. No ¿critical consequences¿ for the patient were reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.